Manufacturer narrative:
This event was previously included in sumamry of 3 under 1060818-2023-08977. This event is being filed separately to reduce the summary total of 1060818-2023-08977 from 3 to 1.

Event description:
Implant failed to osseointegrate.